Event description:
Per the clinic, the patient received steroid injections on (B)(6), 2011 and (B)(6), 2011, to treat an overgrowth of skin tissue around the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.